Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Event description:
It was reported that a participant in clinical trial experienced moderate erythema, mild bleeding, pain and itching at the site of sensor insertion on their arm. It was further reported that this study participant was seen by a doctor and was prescribed fucibet cream (a combination of an antibiotic and a corticosteroid) and symptoms resolved. There was no report of death or permanent impairment associated with this medical event.